Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The catheter was recognized by the catheter interface module and zonare viewmate system; however, during functional testing the displayed image was noted to be blurry and stretched. A CAPA exists to investigate the failure mode of the fractured catheter tip.

Event description:
This report is to advise of a fractured catheter tip noted during analysis.